Event description:
Patient's blood sugar was checked with glucose meter and was found to be 145. One hour later, the same glucose meter was used and the glucose was found to be 428. Laboratory reference method glucose of the same time frame was found to be 42. Five minutes after the 428 result was received the glucose was checked again with the same meter and found to be 64, without treatment. Additionally, the barcode was scanned each time. On the result which was found to be 428, the patients wristband was scanned and the wrong number was read by the meter (off by one digit, which was the ID for a deceased patient from 2015). Dates of use: (B)(6) 2016.